Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspection noted setscrew marks on the terminal pin, cuts were seen in the insulation likely occurring during the explant, as well as the helix being fully extended but not damaged. Resistance testing showed that the lead was electrically continuous. Laboratory analysis confirmed that there was no sign of damage to the helix which could contribute to the reported dislodgment, although the helix mechanism did fail to retract.

Event description:
Boston scientific received information that post implant this patient presented to the emergency room due to a repositioning procedure as a result of a right ventricular (rv) lead dislodgment. It was noted that loss of capture and high pacing thresholds were seen with no asystole for > 2 seconds. During the repositioning the helix of the rv lead would not extend, thus a new lead was implanted. This rv lead will be returned. No additional adverse patient effects were reported.